Manufacturer narrative:
The device was returned for evaluation. During investigation, the device was given functional and delivery testing. The returned device showed no issues with "wrong cassette" alarm during testing. The reported issue could not be confirmed. The cause of the reported issue was not established.

Manufacturer narrative:
The device was returned for evaluation. The examination of the device showed the motor was due for replacement and the latch/lock was worn. However, the reported issue with a "wrong cassette" alarm could not be confirmed. The returned device passed functional testing.

Event description:
It was reported that the device latch lock was found to be worn and the device gave a "wrong cassette alarm" when used with administration set. No adverse effects to patient reported.